Manufacturer narrative:
Philip's product support engineer (pse) advised the customer to check the cooling fan filter. The customer found that the filter was very dirty. The customer was advised by the pse to clean or replace the filter. After cleaning the filter, no issues were identified.

Event description:
The customer reported an over temperature error; blower temperature high. There was no patient harm reported. The event date was not specified, estimate used.